Event description:
It was reported that when a device was used during a laparoscopically assisted vaginal hysterectomy burch procedure, the ems stapler jammed and subsequent staples would not form. Another device was used to complete the case. There was no consequence to the pt.